Event description:
It was reported that the patient experienced a spinal fluid leak - date of onset was 2007. A "fluid collection in vicinity of pump" on five days later was noted when the patient presented to the hospital for a refill. A CT scan was performed; a catheter study was also performed and revealed that the catheter was in the intrathecal space. The catheter was originally implanted at t9. Approximately 300 cc of fluid were withdrawn. The aspirate was sent for culture and determination of the baclofen concentration. The pump contained gabalon at an initial dose of 25 mcg/day in simple continuous mode with dose adjustments up to 42 mcg/day for spasm control. The spasticity was controlled at the time of the fluid build-up. On two days later, again fluid was noted to collect in the abdomen. The hcp aspirated 150 cc, thought to be spinal fluid. The lumbar puncture site (catheter insertion site) was compressed. The patient was rehospitalized on the same day for observation. There were no signs of infection. On four days later, fluid was again withdrawn by puncture. The patient experienced unspecified "worsened neurological symptoms". The patient had a v/p shunt for concommitant encephalitis. After initiation of itb therapy, the shunt malfunctioned and the hydrocephalus recurred. No other information regarding symptoms or treatment were provided. The patient outcome as of sixteen days later was unknown; the patient was being followed. The event was reported as unknown if related to the catheter.